Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 550cc saline prosthesei, catalog: 3501680, lot: 236352. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic patient who underwent primary breast augmentation with mentor smooth round moderate profile 550cc saline prostheses began feeling ill in 2005 to present. In 2009 she gained 35 lbs within 6 weeks. The patient also reported hair loss, skin and face breakouts, joint pain neck pain, bone spur development on neck and back and a rash. The patient also reported that her thyroid t3 and t4 gone. The right implant is high and the left implant is lower, saggy, and larger. The patient did not report any revision procedure and the devices are still implanted. This report is for the right breast prosthesis.

Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 8/24/2018: lot: 231679. The device history record (DHR) was reviewed on 9/19/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).